Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for all of the reported part and lot number combinations except for the cement lot; however, the prior complaint was not for loosening. Depuy (B)(4), states qc investigations using retained samples confirm that the cement batch meets the requirements of the release specification. However one of the following could have potentially aided the failure mentioned: surgical technique, bone resorption, low-grade infection. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address femoral loosening at the cement/bone interface. Depuy cement was used in the primary surgery.